Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is over infusing (21.25; 21.47). Found during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the upstream occlusion seal was cut. Functional testing was unable to be duplicated. The upstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.